Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported the closure device shifted upon release. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access systems (was) was positioned in the laa and a 27mm watchman ® laa closure device & delivery system was advanced through the was. The closure device was deployed and released. Upon release, it was noticed that the closure device was tilted. Several imaging controls were performed after the procedure and in the days following the procedure and the closure device was in a good position. There were no patient complications and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that all of the release criteria were met and the "tilt" of the device was a bit more than the usual movement upon release. The patient was discharged with no consequences.